Manufacturer narrative:
(B)(4). The reported inaccuracies is being reported under MFR 3004753838-2017-60027.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that the patient experienced an adverse event. The patient stated that they were returning home on a flight and felt nervous and sick. When the patient arrived at the airport, they felt really bad and the patient's husband called the paramedics. The patient was transported to the hospital and was admitted the same day. The patient was released from the hospital on (B)(6) 2017. It was indicated that the patient had experienced diabetic ketoacidosis during the time of event. There was no allegation against the dexcom system. The patient initially contacted dexcom to report inaccurate values. At the time of contact, the patient was doing well. No additional patient or event information is available.